Event description:
During a ptca/stenting procedure, removal difficulties of the express2 delivery device were encountered. The calcified lesion in the lad was pre dilated with a 2.5 x 20 maverick, with less than optimal result (napkin ring effect toward the distal third of the balloon). The lesion was successfully crossed with a 16 x 3.0 express2 and the balloon became stuck in the stent. The physician made several unsuccessful attempts to remove the balloon (balloon inflated to 16 atm's, pulling negative, attempting to advance forward and finally inflating to 22 atm's in an attempt to rupture the balloon). The physician then deep seated the guide and pulled the catheter which resulted in a dissection of the proximal left anterior descending coronary artery. The patient went to surgery for coronary bypass surgery. The patient was re-admitted to the hospital about 3 weeks later for congestive heart failure. No additional information is available at this time.